Event description:
Diffused greyish-brownish lens opacification on the anterior and posterior optic surfaces. Decreased visual acuity. Lens remains implanted in the pt's eye.

Event description:
Physician reports that the lens was explanted in 2000.